Manufacturer narrative:
Another fse evaluated unit and replaced drive manifold assembly(0104-00-0031) and unit passed leak test. Fse performed follow up preventive maintenance and confirmed unit meets factory specifications. Additionally, fse cycled unit on simulator with balloon catheter for 2 hours with no errors or alarms. Unit cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) clinic. The full name of the initial reporter was (B)(6) an ex getinge employee the initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e1(event site telephone number).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The fse resolved the issue by replacing the drive manifold (0104-00-0031) and successfully completed an all manifold test. The fse performed all functional and safety checks to meet factory specifications. The unit was calibrated and passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 0104-00-0031 serial number (B)(6) with a reported unit failure of failing the drive manifold test. The failure analysis and testing dept. Performed a visual inspection and found cut wires on the drive manifold. Please see attachment. Due to the cut wires, this part cannot be investigated any further by the fat. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.